Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported slda appears to be due challenging patient anatomy. Reported tissue damage resulting in mr was cascading even of reported slda. However, tissue damage and mr, are listed in the mitraclip instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the valve however the leaflets were unable to be grasped. The cds was removed and replaced with a new one. The clip was placed at central a2p2; however approximately 10 minutes post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the frail and tethered posterior leaflet. Additionally, the physician believed the posterior leaflet tore with the slda. The physician decided to switch to a non-abbott device however was was unsuccessful at capturing both leaflets therefore the procedure was aborted with the mr remaining at 3. There was no clinically significant delay in the procedure. No additional information was provided.